Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Concomitant products: 425cc mentor smooth round spectrum (catalog #: 3501470, serial #: (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian hispanic female patient underwent a primary breast augmentation with a 425cc mentor smooth round spectrum prosthesis and experienced postoperative right-sided deflation. The patient started to notice a difference in her right-sided breast around (B)(6) 2019. Mammogram was performed on the breast. However, the result is unknown at this time. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 1/27/2020, mentor received additional information regarding the date of explantation and the replacement device. The patient underwent removal and replacement with an unspecified gel implant on (B)(6) 2019 a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).